Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. Caller told by pt that scs system stopped working in 2015 and ins is dead. Tss reviewed that head scan can be done if ins wasn't maintained and is currently depleted. Pt doesn't currently have a managing hcp (hcp in profile has retired) and wasn't able to maintain relationship with mdt rep due to frequent turnover of staff per caller. Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller indicated that the device does not function and stated that the notes he had indicated the implant was at t-11 vertebrae. The caller was an MRI tech and did not have any additional information about the issue with the device. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. No patient symptoms were reported. The reason for call was caller stated their implant has been nonfunctioning since 2015. Caller stated they had some complications and side effects after the implant replacement because something was nicked that resulted in some additional neurological problems. Caller reported that they had a laminectomy and paddle leads installed. Caller stated they got off some meds and started having some nerve interactions where they could no longer tolerate the stimulation because it was agitating them. Caller added they had 3 instances where the implant charge went down, so they got it jump started twice but it still didn't hold the charge so now it's nonfunctioning. Caller stated they have tried to connect to their external devices but the devices don't recognize the implant. Caller stated that this year they have started having spinal symptoms concerning for deterioration and now they need an MRI of their spine. Caller stated they're having trouble walking because their legs are collapsing, so they need to get the scan. The patient was redirected to their healthcare provider to discuss options for imaging versus removal of implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.